Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Without the device model, the PMA code is unknown. The date of implant of the device is unknown. Associated lead information for the device system is unknown. Attempts to obtain additional information were unsuccessful. (B)(4).

Event description:
It was reported that the patient expired after experiencing a storm of shocks which resulted in the implantable cardioverter defibrillator (ICD) battery reaching end of service (eos). Attempts to obtain additional information regarding the patient's death and device were unsuccessful.